Event description:
It was reported that this device was part of an infection. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the impact codes.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device was part of an infection. No additional adverse patient effects were reported.